Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2014 during which the surgeon noted adhesions and the omentum were adherent to the mesh. It was reported that the patient experienced chronic pain and infection. No additional information was provided.